Manufacturer narrative:
H3: product evaluation customer report of leaflet immobility was confirmed. Report of regurgitation was unable to be confirmed through visual observations. X ray demonstrated heavy calcification on all three leaflets and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Host tissue fused leaflets 1 and 3 by approximately 3mm at commissure 1. Calcification restricted leaflet mobility and led to stenosis. Sewing ring cloth had multiple cuts around the valve. A suture remained attached to the host tissue near commissure 3 on the inflow aspect.

Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. The most likely cause is patient factors, including the age of the patient at the time of device implantation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a 27mm mitral valve, implanted eight (8) years and ten (10) months, was explanted due to mitral regurgitation secondary to leaflet immobility. Two of three leaflets did not have mobility. The device was explanted and replaced with a non-edwards mechanical valve. The patient status was reported as recovered.